Manufacturer narrative:
The insulin pump was received with a compromised force sensor alarm during the basic occlusion test and was unable to prime at 4.0 lbs during the prime/compromised force sensor test due to moisture damage inside the force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 278 mg/dl. Caller stated that her daughter is at a party and she has her back-up plan to treat her high blood glucose. Caller stated that they have not treated. Caller stated that insulin was squirting out during the manual prime process. Caller stated that the pump was not dropped or bumped prior to the alarm occurring. Caller stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and to revert to a back-up plan.